Manufacturer narrative:
Device evaluate: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: there was no damage found to the returned cartridge cap and it was able to secure properly to the pump. The cartridge compartment was damaged near the threads. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during the testing. Unrelated to the original complaint, the battery compartment was cracked on the side from threads to cover and cracked above the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On 01/27/2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced blood glucose levels ranging from 400mg/dl to 600mg/dl with polydipsia and polyuria associated with a damaged case and cap issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the cartridge compartment was damaged and there was a missing part from the cartridge cap. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a damaged case issue.